Manufacturer narrative:
(B)(4): information unavailable.

Event description:
It was reported by the sales rep that post-op a laparoscopic appendectomy procedure, parts of the bowel adhered to the staple line causing a bowel obstruction. The patient was brought back to the operating room to correct the issue. The event occurred one week post-op. These are all the details provided. No return device. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.